Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The field service engineer (fse) inspected the system on site. Fse identified that the frontal host pc was unable to communicate via can (controller area network) with velara generator. The fse reinstalled the software, replace the foot switch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was not possible. The system was in clinical use and they have to move the patient to another room. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The software has been reinstalled and the system was returned to use in good working order.